Event description:
Hill-rom was made aware of an alleged adverse event on (B)(6), 2011, where a resident had allegedly fell out of a np100 bed sore prevention mattresses on (B)(6), 2011, approx 4 months after the incident occurrence. The account alleged a resident had fallen out of bed and injured their ribs when the side of the mattress collapsed under them. Hill-rom's account therapy specialist indicated the adhesive bonding the side bolsters to the inner mattress sections had released and collapsing under the resident. A physician's opinion indicated the resident may have fractured their ribs but no x-rays or treatment was provided at the time of the incident. The mattress was not available for analysis and was discarded by the facility. Hill-rom is currently investigating the issue with the supplier and will provide a follow up report once this eval is complete.